Event description:
During a dialysis treatment, there was weight gain. There was no pt injury or medical intervention.

Manufacturer narrative:
Please note tha co is unable to complete the investigation for the initial report submission. A follow up will be submitted by 1/10/97.